Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose a day prior to passing. The caller stated that the customer passed away on (b)(66) 2015, at home. The caller stated that the cause of death was a combination of things; the customer lost a kidney due to an accident in the 80's, was not checked for (B)(6) and actually did have (B)(6), had bypass heart surgery, had enlarged spleen, had low platelet count, had neuropathy, kidney failure, mild stroke in 2006 which affected the left arm - it was numb, had cmml1, and fungal infection of lymph nodes. The customer was wearing the insulin pump at the time of passing. The caller did not know the customer's blood glucose at the time of passing. The customer was not using sensors. The caller stated that they no longer have the insulin pump. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.